Event description:
It was reported by the customer that when using the bd pyxis medstation es to undo patient status. The customer reported that a malfunction caused a delay when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the undo patient status function had been used. A technical support specialist for carefusion care coordination engine (cce) services was up, and adt and orders were being crossed. A patient cast query was run for both patients, and it was confirmed that the admittance had been cancelled for both patients and verified in the es server for both patients showed them as admitted. A tss verified the admission team resent the message in active directory to readmit the patient. The system functioned as intended after the technical support specialist troubleshot the device.